Event description:
Pt underwent triple coronary artery bypass graft. Internal defibrillation required during procedure. Internal debrillator paddles did not fire. Pt required open heart massage for 5 minutes since unable to defibrillate pt on or table.